Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a scope communication error e-216, while using the flex video scope. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's allegation of error message 216 (scope communication error) was a sporadical failure. The failure cannot be confirmed but occurrence was likely. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, since air leakage from the bending section cover or channel and corrosion in the scope connector were confirmed on the device, electronic parts such as the imager, circuit board in the scope connector, etc. Were possibly corroded or broken, which led to the occurrence of the suggested event. Also, air leakage may have occurred if some external stress was applied to the bending section, or the channel was damaged by the handling or forced passing of the endotherapy accessories. Also, the dented insertion section on the device was confirmed. Therefore, internal elements may have been squeezed by some external stress, which led to the breakage of the charge-coupled device cable, which may have caused an unstable image. The event can be detected/prevented by following the instructions for use: important information ¿ please read before use: precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8, inspection of the endoscopic system: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1, troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, "troubleshooting guide": if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, "returning the endoscope for repair". Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, "withdrawal of the endoscope with an irregularity". Olympus will continue to monitor field performance for this device.

Event description:
The event reported occurred during reprocessing.